Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique,via a 5f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both devices. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.